Event description:
Additional information indicates that the patient will undergo right heart catheterization (rhc)/recalibration to determine if an adjustment is needed.

Manufacturer narrative:
The following sections were updated/added: a3a, a4, b5, g3, g6, h2 and h11. The manufacturer's investigation is ongoing. Additional information w9ll be submitted via follow-up report within 30 days of receipt.

Event description:
Additional information received indicates that patient's recalibration was scheduled for (B)(6) 2025. The right heart catheterization (rhc) procedure was completed and the results indicated that the recalibration was outside the limits of agreement, confirming sensor drift.

Manufacturer narrative:
The following sections were updated/added: b1, b2, b4, b5, d4, g3, g6, h1, h2, h3, h6 and h11. H3: the sensor was not returned for evaluation as it remained implanted in the patient. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. Approximately seventeen months post patient's 3-year recalibration, the patient underwent an unscheduled sensor recalibration via right heart catheterization which confirmed that the system was outside the expected accuracy limits. As a result, the reported event was confirmed. The product's instructions for use were reviewed and warns the user that, "to ensure accuracy, the sensor must be calibrated approximately every three years using a right heart catheterization procedure." Based on the information provided, no further corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Since patients 3-year right heart catheterization (rhc) on (B)(6) 2024, the patient's pmp numbers have remained at zero or below. The patient's diuretic was decreased to daily on (B)(6) 2024 and stopped on (B)(6) 2025, with only one dose administered on (B)(6) month. The data has appeared unreliable for some time, making it difficult to follow pmp data with diuretic changes.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.